Event description:
It was reported that a malfunction occurred on a customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.